Event description:
The pt, (B)(6), came to the lab for blood collection on (B)(6) 2012. The venipuncture procedure was performed with a 27 ga bd dispositivo asepto device. The product was inserted and when it was slightly removed, it was observed that the needle had stayed inside the child's vessel. The child was transferred to hospital (B)(6) the same day, where he was hospitalized until the following day ((B)(4) 2012) when surgery to remove the device was performed. The surgery lasted two hours and there were no adverse health consequences to the pt.

Manufacturer narrative:
One unused, rep unit was received for eval. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).